Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device scissored clips. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the el5ml device was received in good visual condition. The instrument was cycled and 1 advancer bypass issue was noted (towards tissue stop) causing one pear shaped clip and the jaws remained in the closed position, the trigger had to be manually assisted to release the jaws; the subsequent firings resulted in 6 conforming clips. No scissoring issues were noted during analysis. While no conclusion could be reached as to what may have caused the reported incident, we have documented circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.